Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/25/2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide any details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available. The complaint device was returned for evaluation. The device passed both interior and external visual inspection. The receiver data log was downloaded and reviewed and no errors were found. The device failed global receiver functional testing as well as the manual drop test for intermittency. The reported complaint of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.